Event description:
The reporter stated that the pt had a dense white cataract with a friable capsule. During phacoemulsification a capsular tear occurred and a anterior vitrectomy was performed. The surgeon decided to implant a aq2010v, 3 piece silicone lens into the sulcus. The iol would not sit well in the sulcus and kept dislocating. The iol was then removed without enlarging the incision. Surgery was completed using an anterior chamber lens.